Event description:
It was reported the patient underwent a double valve replacement in the us fifteen years ago, where this valve was implanted in the aortic position. In 2009, re-do aortic valve replacement was conducted due to pannus formation, aortic stenosis, and regurgitation. After this valve was removed, it was disposed by the hospital, because it was confirmed that mobility of the leaflet itself was fine at the time of extraction and it was determined pannus was the cause of the immobility. During the procedure, the surgeon utilized an sjm sizer set. The 21 mm sizer was too tight and the 19 mm sizer went through the annulus without a problem. Therefore, a 19 mm sjm regent valve (model 19agfn-756) was implanted in the supra-annular position. However, while suturing the three commissures, it was noticed that one leaflet was not moving normally, but the operation was continued since suturing was started. After the valve was sutured in the annulus, the leaflet movement was checked with an sjm leaflet tester (model lt001), but the leaflet still didn't work properly. The surgeon tried rotating the valve and used the tester again, but the problem still remained. The valve was removed and replaced with another manufacturer's 19 mm valve. It was also reported the patient did not experience any consequences due to this event.